Event description:
It was reported that the patient had revision surgery for an infection, for that reason all the implants were removed and it was implanted a new cement mold and a poly tibia. The surgeon reports that the implants did not influence the development of the infection. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had revision surgery for an infection, for that reason all the implants were removed and it was implanted a new cement mold and a poly tibia. The affected resurfacing patella component, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and sterilization documentation review cannot be completed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the event as a potential adverse event. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. The surgeon reports that the implants did not influence the development of the infection. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.